Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 447 mg/dl. The customer also reported nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but he didn't have a tubing clamp for the high pressure test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.